Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint aches"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal distension ("bloating"), dysgeusia ("metallic taste in her mouth"), migraine ("migraines") and back pain ("lower back pain"). The patient was treated with surgery (she underwent a surgical procedure to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, arthralgia, dyspareunia, dysmenorrhoea, vaginal haemorrhage, abdominal distension, dysgeusia, migraine and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), arthralgia ("joint aches"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal distension ("bloating"), dysgeusia ("metallic taste in her mouth"), migraine ("migraines"), back pain ("lower back pain"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), headache ("headaches"), mood swings ("mood swings"), depression ("depression"), feeling abnormal ("brain fog"), anxiety ("anxiety"), acne ("acne"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and amnesia ("memory loss"). The patient was treated with surgery (bilateral essure devices land total salpingectomy both tubes) and surgery (dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, abdominal pain, arthralgia, dyspareunia, abdominal distension, dysgeusia, migraine, back pain, feeling abnormal, fatigue and amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, amnesia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet: events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, migraines / headaches, mood swings, depression, brain fog anxiety, acne, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bloating, pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.